Manufacturer narrative:
We received one cholangiography catheter in the packaging and the cap shrink seal had been opened. The catheter did not appear used. The catheter was removed and found to have what appeared to be gray foam stuck to the red shrink tubing that is bonded to the stopcock. The foam appeared to be stuck to the adhesive. The adhesive did not appear to have come from the stopcock bond site. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the operating room had a 4 french cholangiogram catheter that has what appeared to be grey foam stuck to it. It was indicated that the grey foam was already on the catheter before they opened it but didn't notice it until after outer seal was broken.